Event description:
The customer reported that the autopulse platform (s/n (B)(4) displayed fault code 16 (timeout moving to take-up position) multiple times during a vsa (vital signs absent) call. The customer stated that the patient had been vsa but had a pulse return (rosc) before their departure. The patient was later re-arrested, and while the crew was troubleshooting the autopulse, there was a period of about 2 minutes that CPR compressions were not being performed. During troubleshooting, the autopulse platform displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer stated that the patient had achieved rosc upon transfer of care. During device check after the call, the error messages were replicated. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the device is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) ) displayed fault code 16 (timeout moving to take-up position)" was confirmed in the platform's archive data but was not confirmed during functional testing. The root cause of fault code 16 was corrosion on the brake housing area of the drivetrain motor, likely due to humidity and user handling/neglect. As reported by the customer, the autopulse platform was stored in a zoll carrying case inside the cabinet behind a folding seat in the patient compartment of their ambulance. A review of the autopulse platform's archive revealed that frequent daily checks were not being performed. Also, no documented report was found showing that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2017. The customer is in ontario, canada, which is a high-humidity location. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. The secondary reported complaint that "the autopulse platform displayed user advisory (ua) 18 (max take-up revolution exceeded)" was confirmed in the platform's archive data but was not confirmed during functional testing. The probable cause of the reported ua18 advisory message was that the autopulse detected no weight present on the platform, possibly from inadvertent user action. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed multiple fault code 16 (timeout moving to take-up position) and ua18 (max take-up revolution exceeded) around the customer's reported complaint date, confirming the reported complaint. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, fault code 16 is an indication that there is an obstruction between the lifeband and the patient or a twisted lifeband. The recommended actions to take for this type of fault code are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. The autopulse platform was tested with multiple known-good test lifebands and was able to perform compressions with no issues; the reported complaints of fault 16 and ua18 were not replicated during testing at zoll. Load cell values were observed within normal operating specifications under no load conditions. During device inspection, it was noticed that the drivetrain motor had corrosion at the brake housing area. The brake assembly was seized from corrosion which resulted in the fault 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Subsequently, the autopulse platform passed a run-in test using the large resuscitation test fixture (lrtf). Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6) .

Event description:
The customer reported that the autopulse platform (s/n (B)(6) ) displayed fault code 16 (timeout moving to take-up position) multiple times during a vsa (vital signs absent) call. The customer stated that the patient had been vsa but had a pulse return (rosc) before their departure. The patient was later re-arrested, and while the crew was troubleshooting the autopulse, there was a period of about 2 minutes that CPR compressions were not being performed. During troubleshooting, the autopulse platform displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer stated that the patient had achieved rosc upon transfer of care. During device check after the call, the error messages were replicated. No consequences or impacts on the patient.